Manufacturer narrative:
Vyaire medical file identification:(B)(4). D4: device was manufactured in 2008 and was not subject to UDI requirements and removed UDI info in d4. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the customer contacted trudell on (B)(6) 2024. Intubated and ventilated patient in ICU with this avea. Rn suddenly calling rt that ventilator not working. Rt arrived, rn bagging patient, vent has red alarm tag reading "vent inop". No volumes moving and avea not ventilating. Ventilator removed from patient bedside and replaced with working ventilator.